Event description:
It was reported that during the implant attempt, the stylet was getting stuck in the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor was distorted, and the inner tubing was kinked/buckled. Blood was found in/on the helix/lobe mechanism. The lead appears to have been stretched and had been damaged at implant.